Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken molded insulator. The molded insulator was out from being attached to both the instrument grips. The broken molded insulator had missing material approximately 0.043" x 0.188" in size at the left grip and 0.044¿ x 0.178¿ in size at the right grip that were not returned. The metal grip was not bent. The instrument passed electrical continuity test. Additionally, the instrument was found to have multiple indentations near the tip of the grip tips. The grips were not found to be bent. Components adjacent to the indented grip tips show damage. The molded insulator of the instrument grips-tips was broken. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the tip of the sp maryland bipolar instrument just fell apart during cleaning. There was no report of patient involvement.